Event description:
It was reported that this lead and device was explanted. No additional adverse patient effects were reported. At this time, the lead has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent spiked pace impedance measurements including high out of range measurements greater than 3,000 ohms. The physician suspected a potential lead fracture. Boston scientific technical services (ts) also discussed other potential causes. It was noted there was no noise events stored and the patient is being monitored. No adverse patient effects were reported. The device remains in service.